Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator was in backup vvi operation. The patient was seen at the clinic and the backup operation was confirmed. After a software download, normal function resumed.